Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k): p140016 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: (wce-1713: zenith alpha thoracic post market retrospective study). A thrombus located in the ¿2nd stent from distal end zta-pt¿ was reported at the 6-month follow-up visit. On (B)(6) 2019, the patient was urgently treated for an abscess induced aneurysm with contained rupture by placement of a zta-pt-46-42-179. Procedure imaging noted patent study device with no endoleaks or device issues. The patient was discharged on anticoagulants and aspirin. Current medications were unknown at the 6-month follow-up visit, and imaging on (B)(6) 2019 revealed a thrombus with location noted as other, ¿2nd stent from distal end zta-pt.¿ (assumed to be 2nd stent within the graft) the device information form only indicates the placement of one device and the past or current medical conditions form does not indicate past placement of any devices, so this comment has been queried. Additionally, treatment information was requested and rpn and lot # were requested if the affected device was a cook product. The 12-month follow-up visit did not include imaging and current medications were again unknown. The patient was on aspirin at the 2-year follow-up visit, and non-contrast computed tomography imaging completed on (B)(6) 2021 was unable to provide information on device or vessel patency, evidence of thrombus, or evidence of endoleak. No device issue was noted.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). After investigation the event for this cn# is no longer reportable as nothing indicates that the thrombus formation is related to fault condition or use of the device. The reported thrombus is inherent to procedure. H6) c22 appropriate term/code not available for side effect summary of investigational findings: during a post market clinical follow-up (pmcf) study cook became aware of this event. An in-graft thrombus was reported at the 6-month follow-up visit. On 30jan2019, the patient was urgently treated for an abscess induced aneurysm with contained rupture by placement of a zta-pt-46-42-179 (complaint device). Procedure imaging noted patent study and no device issues. The patient was discharged on anticoagulants and aspirin. Medications were unknown at the 6-month follow-up visit, and imaging on 03may2019 revealed a thrombus within the stentgraft. The 12-month follow-up visit did not include imaging and current medications were again unknown. The patient was on aspirin at the 2-year follow-up visit, and non-contrast CT imaging completed on (B)(6) 2021 was unable to provide information on device or vessel patency or evidence of thrombus. No device issues was noted. No adverse events have been entered. It is reported that thrombus was not treated in any way. According to the instructions for use, thrombosis is a known adverse event associated with endovascular procedure. No device issue was reported. No imaging was provided and based on the reported information, the event is assessed to be a side effect inherent to the procedure. Per the instructions for use, the safety and effectiveness of the zta components have not been evaluated in treating ruptured aneurysms. However, it is not assessed to be a contributing factor to this event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 03feb2025: the thrombus was not treated in any way. 2nd stent from distal end zta-pt was explained to mean ¿it is not a 2nd stent in the sense of endovascular stent, it means the struts series within the stent.¿ the site did not check the box noting the thrombus was within the zta, but this explanation indicates it is.

Manufacturer narrative:
Manufacturers ref# (B)(4). D3) denmark. G1) denmark. Investigation is still in progress. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.